Event description:
Drill bit broke during surgery. Surgeon decided to leave tip in patient's bone.

Manufacturer narrative:
Drill bits are reusable 501 (k)- exempt devices. At the time this drill bit was manufactured, it was not required to be marked with a lot or serial number. Thus, mfg date and use history can not be determined.